Manufacturer narrative:
The device has been requested to be returned for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation: the condition of false air-in-line was confirmed through the alarm log but was not duplicated. The air sensor calibration values were within specification, therefore an assignable cause could not be determined. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of "air in line - false." (B)(4).

Event description:
The facility representative reported one flo-gard pump with a false air-in-line. The reported condition occurred during power up. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.